Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient experienced bleeding from the urethra caused by the foley catheter balloon that appeared to have a collar after deflation. It was stated that the patient was bleeding from urinary tract. It was also stated that this occurred twice in one week with the catheter from the same box. No medical intervention was reported. Per additional information via email from ibc on 25apr2022, it was confirmed that the collar formed after deflation refers to the ridge on the balloon. It was stated that they were from the same lot as the catheters subject to the complaint. It was also stated that the lot number represented the catheters being removed from the shelves. Per sample evaluation from the investigator via email on 23may2022, it was reported that the customer returned two all silicone foley catheters, but they could only receive one used sample per complaint.

Event description:
It was reported that the patient experienced bleeding from the urethra caused by the foley catheter balloon that appeared to have a collar after deflation. It was stated that the patient was bleeding from urinary tract. It was also stated that this occurred twice in one week with the catheter from the same box. No medical intervention was reported. Per additional information via email from ibc on (B)(6)2022, it was confirmed that the collar formed after deflation refers to the ridge on the balloon. It was stated that they were from the same lot as the catheters subject to the complaint. It was also stated that the lot number represented the catheters being removed from the shelves. Per sample evaluation from the investigator via email on (B)(6)2022, it was reported that the customer returned two all silicone foley catheters, but they could only receive one used sample per complaint.

Manufacturer narrative:
The reported event was confirmed cause unknown. One sample exhibited the reported failure. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product caused the reported failure. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. Visual evaluation of the photo sample noted one opened (without original packaging), used two-way silicone catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated with mushrooming of the balloon noted. This is out of specification per inspection procedure which states, " balloon must not cuff after deflation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter.¿ corrections: d,g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected